Event description:
It was reported the patient was undergoing radiation therapy and a power on reset occurred on the device. The parameters were reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The device experienced a critical random access memory parity error power on reset on (B)(6) 2012. The device should be able to recover from the event and continue normal function.